Event description:
A pt contacted our firm to report that, the pt had been wearing purevision contact lenses on a continuous extended wear basis for "months at a time". The pt reported having an eye exam in 2007 and reportedly was told eyes were healthy and a change to acuvue oasys lenses was recommended. The pt was instructed to wear lenses on a one week, extended wear basis. On the following day, the pt reportedly experienced pain and photophobia in the right eye and sought treatment in an emergency room and was referred to an eye clinic. The record from the eye clinic at strong memorial hospital, dated two days later, indicates pt complained of right eye pain and photophobia. The pt's visual acuity in the right eye was 20/30 -2. The medical record note states bacterial keratitis most likely pseudomonas. The slit lamp exam notes: 1 mm peripheral corneal ulcer at 1 o'clock and the pt had cell and flare. Cultures were done, results were not available. No add'l info was rec'd from the clinic. The pt indicated cyclogyl and tobrex were also prescribed. The pt reported the corneal ulcer has resolved and the pt is currently wearing acuvue oasys contact lenses. Add'l info was requested from the pt but has not been rec'd at this time. The lot history review found the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.